Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system exhibited a left ventricular (lv) threshold measuring 3.2v at 1.4ms and the output amplitude was the same value. A review of trend data found the thresholds measuring from 3.2v to 4.2v at 1.4ms. The physician was notified of the high thresholds and the lv being paced at 100 percent, however, was informed even though the patient is being paced 100 percent does not necessary mean there is capture. It was recommended to increase the output amplitude, however, the physician declined. The physician is aware that they cannot confirm if the patient is truly resynchronized. The patient will be followed through the remote monitoring system. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of failure to capture is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to capture is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the prod investigation conclusion: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to capture is a known inherent risk of the device.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system exhibited a left ventricular (lv) threshold measuring 3.2v at 1.4ms and the output amplitude was the same value. A review of trend data found the thresholds measuring from 3.2v to 4.2v at 1.4ms. The physician was notified of the high thresholds and the lv being paced at 100 percent, however, was informed even though the patient is being paced 100 percent does not necessary mean there is capture. It was recommended to increase the output amplitude, however, the physician declined. The physician is aware that they cannot confirm if the patient is truly resynchronized. The patient will be followed through the remote monitoring system. At this time, the device remains in service. No adverse patient effects were reported.